Event description:
It was reported that the tip of the needle broke off in the patient. The procedure was a rotator cuff repair, slap repair, decompression. An x-ray was performed, but tip could not be located. Follow-up with the reporter provided info that another needle was opened to complete the case. The surgery was reported as having a good outcome; the surgeon was able to fix a large tear arthroscopically. The patient quality of bone was reported as average. No further patient info was provided at the time of this report or made available in response to follow-up communication. No add'l adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
A portion of the device was received for eval. The complaint was confirmed. Visual inspection of the returned device revealed a buckled needle with a broken needle point. Function testing could not be performed because the device was damaged. The cause of the event could not be determined from the info available. Device history record review revealed nothing relevant to this event. The most likely causes of this type of event would be the use of excessive force to pass the needle through thick or hard tissue, or hitting bone with the needle. A new labeling statement is being released instructing the user as follows: warning: do not resterilized or reuse the scorpion needle. This may cause the needle to break and cause patient injury. Use of excessive force to pass the needle through fibrous/calcific tissue, or striking bone, can cause needle breakage and patient injury. To avoid this, reposition the needle pass to a different area. The potential causes of this event are being communicated to the event reporter.